Event description:
It was reported that the nurse hung the administration set and did not load into the pump. The set was connected to the pt and the roller clamp was inadertantly left open resulting in unexpected rapid infusion. Pt was given additional medication to stabilize electrolite imbalance and normalize glucose level.